Event description:
Revision due to mass in right groin. Reported - severe pain, grinding patient struggles to straight leg raise.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.